Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device to be underweight, and broken shell. A visual and microscopic analysis was performed which identified a broken crease(sharp), wear abrasion, missing shell (0-25%), stress marks and crease(fold). Based on the device analysis the final assessment is a broken crease(sharp) on radius due to fold(flaw) opening, and missing shell due to inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.